Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional information was requested, and the following was obtained: can you please clarify: did the suture broke into separate pieces, or did the entire suture separated from the needle? Response: the entire needle separated from the needle at the swage. Can you please describe were there any patient consequences? Response: no patient consequences was noted. Can you please elaborate on how was the procedure completed? Response: the procedure was completed with a new suture from the same batch. Investigation summary: MFR retained needle analysis: two failed suture needles, labeled as (B)(4) were submitted for fractographic evaluation. The components were identified as product code vcp347h. It was requested to assess the fracture mode of the failures. A crack was observed at the suture attachment of both needles. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces could not be examined because the cracks were closed. The evaluation of (B)(4) revealed the needles had cracks in the suture attachment area. The fracture mode could not be identified because the cracks were closed and the fracture surface obscured. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: one opened sample product code vcp347 was returned for analysis. Upon visual analysis of the returned sample revealed that cracked barrel defect was observed at the swage area of the needle. The barrel hole was examined under 20x magnification and fracture was observed. The cracked barrel defect has been correlated to the manufacturing process. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Two failed suture needles, labeled as (B)(4), were submitted for fractographic evaluation. The components were identified as product code vcp347h. It was requested to assess the fracture mode of the failures. A crack was observed at the suture attachment of both needles. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces could not be examined because the cracks were closed. The evaluation of (B)(4) revealed the needles had cracks in the suture attachment area. The fracture mode could not be identified because the cracks were closed and the fracture surface obscured. One opened sample product code vcp347 was returned for analysis. Upon visual analysis of the returned sample revealed that cracked barrel defect was observed at the swage area of the needle. The barrel hole was examined under 20x magnification and fracture was observed. The cracked barrel defect has been correlated to the manufacturing process. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through quality system.